Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, the customer provided the logs. The log file shows that "insp valve test - error 3" was triggered 31 times with alarm 401 - "inspiration valve or device leaky". The functional block screen of the inspiratory valve test looks fine with or without blocking the inspiratory port. However, the idle reliability test failed. A main electronics will be sent under warranty. No root cause has been determined yet because the investigation is still on going.

Event description:
The customer reported to vyaire medical that the bellavista 1000 was having an alarm 241-temp of blower high and alarm 401 -inspiration valve or device leaky during routine checkup. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to confirm the issue as no updates were received from the customer, specifically regarding the unit's behavior, for example, a blue screen, a frozen display, or a ui message triggered, assuming this could be a "display freeze" issue because the customer never noticed the failure even though alarms were active. Exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc. Investigation will contnue on I-ch-21-008.